Event description:
Steve jones spoke with jessica and she reported that the parts have excessive scratches and pitting. They also reported discolouration and flaking. They sterile the clamp in a pre-vacuum sterilizer at 270 degrees for 4 minutes. They recently purchased the following from mckesson.

Manufacturer narrative:
The bells and plates have deep scratches and brass showing.